Event description:
During a follow up call, corporate product surveillance (cps) received a report from a home patient (hp) that her husband had also accidentally disconnected himself that night and that it was not an issue with the supplies. She did not have a sample or lot number available. Since then he been completing therapy successfully. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.